Event description:
Patient called back stating that they had been getting messages on the controller that prevent them from charging the ins. Pt said that they had reset the controller a couple times which seemed to work, however now the messages were appearing every time they tried to recharge the ins. Pt said that the messages were recharging ended and lost connection (screen 75) (pt said that this particular message had been appearing off and on for the past week and a half or so), batteries low replace the controller batteries soon, andsystem problem rm03 (pt said that this message had been appearing every time they tried recharging the ins). Pt said that the recharger was just replaced (recharger was replaced as documented in this case). Agent reviewed controller replacement with the pt. Pt noted that they had text messaged rep, maddie adams, about the issue on thursday, january 9th. Pt then said that they had also talked t o maddie about this on december 25th as well, in particular about the system problem rm03 error message. Pt said that the issues started back in october and that a message had also appeared on january 1st. Patient called stated they received the controller but still getting low battery replace controller batteries soon when charging the ins and they are not able to charge the ins. Agent confirmed there is no visible damage on the rtm or controller port. Agent reopened the case to add serial and sent email to the repair dept for battery pack replacement.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID: 97755-s, serial# (B)(6), product type: recharger. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device. The reason for call was patient reported seeing software problem with the following details: 1- intellis, 2- 3.6, 3- 1569, 4- app manager. C. Patient mentioned also that they have intermittently seen message about the battery (suspect battery low message) and it has been progressively worse. During the call, patient identified the cord appeared to have possible damage inside the cord near the plug end.damage to internal cord near plug end when asked about the event date patient stated they believe it was around maybe feb when the messages started, when the hcp had checked the battery. The issue was not resolved through troubleshooting. An email was sent to the repair department to replace the device. Patient mentioned they have had to have the implanted neurostimulator moved 3 times. The stimulator "floated over to the spine" then when pushed the stimulator would "wobble". Patient stated they were not sure how long after implant the stimulator began moving. Patient mentioned the recharger has been replaced in the past.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
D6(a):updated implant date. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Pt called back stating they received recharger, controller and battery pack. The controller worked a few charges and started having issues again. It gets stuck on checking recharge quality and also shows batteries low message. Pt also mentioned they also had a cold and it was irritating them. A replacement recharger telemetry module (rtm) and controller was sent out. No symptoms were reported.